Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. A visual inspection performed with the naked eye noted a crack at the side of the welded cassette. An underwater pressure test was also performed and a leak was observed at the crack location. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged which resulted in fluid leakage. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.